Event description:
Additional information received indicates that patient presented remotely via merlin.net transmission from their cardiac defibrillator on (B)(6) 2017. The transmission showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes will be discussed with the following physician. No patient symptoms were reported.

Event description:
It was reported that an asymptomatic patient present remotely via merlin.net post-paced t-wave oversensing. The patient's cardiac defibrillator was reprogrammed and no patient symptoms were reported.